Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump was unable to charge despite an attempt with a wall adapter and cable. The customer's blood glucose level was not impacted. The customer reported would use manual injections as alternate insulin therapy.